Manufacturer narrative:
The investigation determined that the event was due to a component failure (broken vacuum tubing, which caused backflow of the sodium hydroxide naoh detergent into the reaction cuvettes). The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The ureal reagent lot number was not provided. The field service engineer inspected the module and replaced tubings. He performed successful mechanical checks and qcs. The investigation is ongoing.

Event description:
The initial reporter received a questionable ureal result from one patient sample tested on the cobas 8000 c702 module. The initial result was 0.7 mmol/l. The repeat result was 8.3 mmol/l.